Manufacturer narrative:
Concomitant medical products: 6948m55, lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right atrial (ra) lead exhibited varying pacing impedance and triggered an alert for undefined high pacing impedance. The ra lead pacing impedance then return to normal range. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that the ra lead was reprogrammed.